Event description:
It was reported that the patient's "implant was eroding through the skin, so the surgeon would be removing it." Additional information received reported the patient's removal surgery was scheduled for (B)(6)-2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).